Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the 7/13 operative note referred to eos (end of service) and that her eri (elective replacement indicator) was 3 months.

Event description:
It was reported that the patient had been sick for (B)(6) and had been in withdrawal. The patient said that her doctor thought that "a piece of the septum had migrated into the catheter." The patient's pump had been replaced on (B)(6) 2011. The patient had been increased twice, but increasing the medication had not resolved the patient's pain and withdrawal symptoms. It was later reported that the patient did not have any concerns with the device or therapy. The drug used in the pump at the time of the event was morphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596, serial (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, serial (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8637-40, serial (B)(4), implanted: (B)(6) 2011, product type: pump. Previously reported coding no longer applies, and has been update to reflect current coding. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-oct-12. It was reported that the patient's pump was replaced in (B)(6) 2011 as it had stopped working. It was noted that the patient was very sick and went through withdrawals. The patient reportedly went to the emergency room (ER), and a manufacturer representative told her what was wrong. The information was reported to an ER nurse, the nurse gave the patient a shot of morphine, and the patient was better. It was noted that the hcp had a hard time finding the refill port most of the time. It was specified that the patient had morphine in the pump and was taking oral morphine (15 mg) at the time of the event. It was further noted that "when the md pressed on the pump septum morphine came pouring out."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.